Event description:
Sq remodulin, ms 3 patient- call transferred from (B)(6) psr. Spoke with pt mom for ms3 pump malfunction issue. Pt mom reported that cartridge is not loading. She was about to change her daughter pump and infusion set and prepared new cartridge with 2.6 ml volume cartridge is not over filled, also she tried twice to see if it was not jammed- she explained that the mechanism is not loading cartridge into the pump. Sn (B)(6). Current pump rate 0.084 ml/hr. (Dose 59 nkm, using 2.6 ml remodulin 1 mg/ml). No other information provided. Reporting for cartridge be ms3 pump - known issue not linked to this pt. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes. Reported to cvs/caremark by pt/caregiver.